Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, crease fold, yellow particles on the surface of the shell. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.

Event description:
Healthcare professional reported for right side "painful", "swelling", "cd30 positive - alcl confirmed on the right side". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Hence, alcl cannot be confirmed. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b.6, h.6.

Event description:
Healthcare professional reported for right side "periprosthetic encapsulated fluid margin on the right", "the implant capsule shows intact contours".

Event description:
Healthcare professional reported for right side "painful", "swelling", "cd30 (B)(6) - alcl confirmed on the right side". Pathological marker cd30+ has been received. Pathological marker alk- has not been received. Hence, alcl cannot be confirmed. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected and seroma-late.